Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow-up, error messages noted that real time measurements could not be obtained and charging on demand was ongoing. A capacitor maintenance could not be performed. No shocks have been delivered since 2009 only atp therapy. The issue was resolved with a microprocessor reset and values were normal. It was not clear what caused the error messages.